Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however, the keys were out of alignment. During a review of the device history the touchscreen; button ID: invalid errors were noted. The probable cause was due to contamination on the device touchscreen. This was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was available for clinical use. No additional information was provided.